Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause and timing of the ventricular perforation cannot be confirmed. Procedural factors (manipulation of the devices), in addition to patient factors (female gender, advanced age, small body weight) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during the transfemoral tavr procedure, no problems were reported with the position of the guidewire placed in the left ventricle (lv) throughout the procedure. No significant resistance was felt during the insertion and or removal of the delivery system. A 20mm sapien 3 valve was ¿uneventfully¿ deployed. Post procedure, echo showed an ¿increased¿ pericardial effusion. Pericardiocentesis was performed, but the amount of the fluid did not decrease. A thoracotomy was performed and a perforation at the side wall of the lv was found. Bio-adhesive was applied and hemostasis was confirmed. The patient required 10 units of blood. The native annular diameter measured 17.9mm by tte with a valve area of 286mm2. Bulky calcification on the ncc and mild lcc calcification was reported. The access vessel minimum luminal diameter (mld) measured 5.6mm with mild tortuosity. The degree of vessel calcification was not provided.